Manufacturer narrative:
Customer returned pump for an alleged failed battery alarms found on (B)(6) 2021. The pump passed the self test, active current measurement, and the displacement test however, the pump was received with high sleep current. Successfully downloaded the trace/history files using thus. The power management graph and the adapt tool indicate excessive battery drain starting on (B)(6) 2021. Low battery alert, failed batt test (battery failed) alarm noted during testing. A review of the history files reveals there were a review of the downloaded history files reveals there were nine (9) battery removal/insertions and eight (8) failed batt test (battery failed) alarms on (B)(6) 2021, twenty six (26) battery removal/insertions and twenty two (22) failed batt test (battery failed) alarms on(B)(6) /2021, and twenty (20) battery removal/insertions and nineteen (19) failed batt test (battery failed) alarms on (B)(6) /2021. The pump was cut open for a visual inspection. No damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. Found corrosion on the inside of the battery tube and moisture damage on the vibrate harness assembly during visual inspection. High sleep current, battery charge lasting less than expected (low battery alarm), and failed batt test (battery failed) alarms are due to corroded battery tube and moisture damage on the vibrate harness assembly. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, and pillowing keypad overlay. Failed batt test (battery failed) alarm and battery charge lasting less than expected (low battery alarm) are confirmed and due to corroded battery tube and moisture damage on the vibrate harness assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. Customer reported battery failed alarm recurred after inserting new battery. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.